Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on the morning of (B)(6) 2021. It was reported that hospital staff was present and removed the lifevest to intubate the patient. Review of the patient's download data indicates the patient received two inappropriate shocks in response to svt on the day prior to passing. The device was started up at05:52:25 on (B)(6) 2021. The patient was in svt at 160 bpm with motion/tactile artifact and electrode lead fall off at 07:33:27. The patient received the first inappropriate shock at 07:34:38. The patient's rhythm at the time of the shock was svt at 160 bpm with motion/tactile artifact and electrode lead fall off. The patient's post-shock rhythm was svt at 150 bpm with motion/tactile artifact and electrode lead fall off. The patient received the second inappropriate shock at 07:35:17. The patient's rhythm at the time of the shock was svt at 150 bpm with pvc's, motion/tactile artifact, and electrode lead fall off. The patient's post-shock rhythm was sinus tachycardia at 120 bpm with pvc's, motion/tactile artifact, and electrode lead fall off. The patient was in svt at 150 bpm with tactile artifact and electrode lead fall off at approximately 07:35:33 on (B)(6) 2021. The patient was in sinus tachycardia at 140 bpm at the time of the device shutdown at 07:52:45 on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 01/11/2021. Belt: 03/13/2013.